Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® serum / cat blood collection tubes the shields are loose, and it may come off when you take out the caps. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the shields were loose. They were easy to come off.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® serum / cat blood collection tubes the shields are loose, and it may come off when you take out the caps. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the shields were loose. They were easy to come off.